Event description:
The customer reported to olympus that when using a video telescope "endoeye hd ii", 10 mm, 30°, autoclavable, a pink image would appear after a few minutes when the tip would heat up. The event occurred during the therapeutic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there were varying colored images that were purple and green due to a failure of the charge coupled device unit. However, the definitive root cause of the charge coupled device unit failure could not be determined. Additionally, the cable under the strain relief sleeve was overstressed. The charge coupled device unit failure may have been caused by unacceptable tension in the charge coupled unit holder assembly due to the use of an adhesive not adapted to the load or temperature collective, which may have formed an insufficient adhesive layer or due to asymmetrical alignment of the spring before the bumper sleeve is joined, or pre-existing damage to the assembly due to the use of a suboptimal adhesive device. The overstressed cable was likely caused by wear and tear. Olympus will continue to monitor field performance for this device.